Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered one (1) round of anti-tachycardia pacing (atp) therapy. Evidence is suggestive that this therapy was appropriate for the patients ventricular tachycardia (vt) rhythm. However, the atp therapy accelerated the patients rhythm into a monomorphic ventricular tachycardia (mvt) in the ventricular fibrillation (vf) zone for five (5) beats and then self-terminated. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) on some potential device programming changes that could be made. The device remains in-service. No additional adverse patient effects were reported.